Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to non-device related weight loss. The patient was explanted and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.